Event description:
It was reported that the bronchovideoscope had a blackout when angulation adjustment occurred. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and confirmed the customer¿s allegation. The investigation identified that the image blackout was during angulation adjustment. Based on the results of the investigation, it is most likely that the probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause of the reported event could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.